Manufacturer narrative:
Physician reports that patient is doing well post surgery and indicates that bleeding was not related to the device as the bleed occurred along the suture line and may have been a result of poorly controlled hypertension, or coughing spell occurring prior to bleeding event. Device remains implanted and unable to evaluate further. Instruction for use for cormatrix ecm for vascular repair lists 'bleeding' as a potential complication.

Event description:
It was reported that a carotid endarterectomy was performed on (B)(6) 2016. On (B)(6) 2016 at the one week follow up the patient was seen in the clinic. It was observed that the patient had a bleed from the patched vessel, which required urgent surgery. The physician noted that the patient's blood pressure was poorly controlled and the patient had a coughing spell immediately before the bleeding event. The cormatrix ecm patch did not burst or tear along the suture line, but it was observed that the bleeding occurred at the suture line.